Event description:
Caller reported false negative urine hcg result on female patient. Patient had self tested on home pregnancy test (clearblue easy) and got a positive result. Test was negative when tested on this product. Blood test confirmed the positive result (no value provided). No other details were provided.

Manufacturer narrative:
Lot number(s): hcg9090173. Expiration date(s): 08/2011. Control: 25miu/ml hcg urine control lot: hcg100727-01; 100miu/ml hcg urine control lot: hcg100513-01; 268.4iu/ml hcg urine control lot: hcg100414-02. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 268.4iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.